Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that a screw fractured in the patient's mouth in tooth site #18. The broken portion was removed from the implant, and they replaced it with a healing abutment until they receive the new screw.

Manufacturer narrative:
This report is being submitted to report additional information. H10: additional narratives/data. The reported product was not returned for investigation. The reported event was confirmed following visual evaluation of the customer's picture. Based on the evaluation, the device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. A complaint history review by item number was conducted dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.